Manufacturer narrative:
Date of death: (B)(6) or (B)(6) 2018.

Event description:
It was reported that the patient experienced a vessel perforation and died. A 1.5mm rotalink burr, rotawire elite and wireclip torquer, synergy stent, and a 2.5mm emerge balloon were selected for a patient procedure. The cto was crossed with a non-bsc wire and a non-bsc catheter, and the medical personnel were unable to cross with anything else. Rotablation was performed with a 1.5 mm rotalink burr. The lesion was dilated with a 2.5mm emerge balloon and thereafter treated with a synergy drug-eluting stent of unknown size. Upon imaging performed post treatment, a perforation was noticed distal to the stent. A non-bsc stent graft system was attempted to be placed, but it was unable to cross to the area of need. An unspecified 2.5mm balloon was then used to tamponade the perforation, at which point the patient also coded. Multiple shocks were administered to the patient and the patient was revived. An non-bsc heart pump was then placed in the patient. Pericardiocentesis was performed and 1200cc of fluid was returned. The patient was taken to the cardiovascular intensive care unit in critical condition. After this, the patient was made a dnr ("do not resuscitate"). The patient then died on (B)(6) 2018 or (B)(6) 2018.